Event description:
It was reported that the pt never experienced therapeutic effect. The pt's lead was replaced due to impedance problems. The "electrical quality of the lead had been compromised". The pt's device stopped working. It was noted that the pt is not very active. The healthcare provider confirmed that the pt experienced a lack of effect and no stimulation. The device was not functioning. The neurostimulator was fine but the lead was replaced. The pt recovered without sequela.